Event description:
On (B)(6) 2025, a clinical diabetes specialist (cds) reported ongoing occlusion alerts for the user. The educator noted that the alerts began while the user was taking accutane and have persisted despite discontinuation of the medication. The agent attempted to contact the user¿s mother for additional information but received no answer and left a voicemail. Blood glucose (bg) was unaffected. No symptoms were experienced by the user during the event, and no medical intervention was reported at the time of call.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.